Event description:
It was reported that the patient presented to the hospital with altered mental status on (B)(6) 2021. The patient's caregiver reported that the patient had been disconnecting power cables, causing multiple alarms and an interrogation showed frequent alarms. Alarms included low speed advisories, low flow events, pump off events and loss of external power alarms. The patient's driveline was severely kinked/twisted in many areas, which was concerning for damage. The driveline has been reinforced multiple times with rescue tape due to the ongoing trauma and twists that caused breaks in the silicone. The patient was reportedly disoriented and was unable to confirm whether he was symptomatic at the time of the event. The patient's international normalized ratio (inr) was subtherapeutic at 1.7 so he was put on heparin drip. Their lactate dehydrogenase (ldh) and plasma free hemoglobin were normal. Log file analysis captured several pump stops and low speed advisories throughout the event history (from (B)(6) 2021 (B)(6) 2021). This type of behavior has been linked to potential issues with the percutaneous lead. In addition, the log captured 2 no external power events on (B)(6) 2021 that appear to have been the result of the patient simultaneously disconnecting power from both controller leads. One of these events caused a backup battery fault that cleared. The patient underwent driveline repair on (B)(6) 2021. The driveline was spliced 3 inches from exit site following distal end replacement procedure. The patient was provided with care instructions.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned driveline confirmed damage that would have contributed to the pump stops and low speed events confirmed in the submitted log file. Damage to the jacket of the driveline, as well as kinking were also confirmed. A cause for the driveline damage could not conclusively be determined. The submitted log file, which contained data from (B)(6) 2021, captured multiple pump stop events and low speed events throughout the file with corresponding hazard alarms for low speed and low flow. These events occurred while the system was supported by the power module. The submitted x-ray images showed two kinked areas of the driveline. Approximately 19.5¿ of the driveline was returned. Rescue tape was noted from approximately 3.5"-5", 6"-7", 7.5"-13", 13"-14.5" from controller connector. A tear in the bend relief was noted approximately 0.25" from the controller connector, and kinks were noted in the driveline approximately 6¿ and 16¿ from the controller connector. Upon removal of the tape, breaches were found down almost the entire length of the jacket, roughly every inch from approximately 3.5"-8.5" and 11.5-13.5¿ from the controller connector, and also at approx. 14-14.5" and 15-15.5". The controller connector pins were unremarkable. The driveline was disassembled and an electrical continuity test of the returned portion of the driveline was conducted in the condition that the driveline was returned and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Microscopic inspection of the underlying wires revealed breaches in the insulation of the red and orange wires at approximately 2.5 from the controller connector and in the green wire at 16¿ from the controller connector. Hipot testing revealed an additional breach in the insulation of the brown wire at approximately 2.5¿ from the controller connector. Although a specific cause for the observed wire damage could not conclusively be determined through this evaluation, it appeared to be the result of fatigue due to repetitive flexing of the driveline. If the exposed conductors of the green, red, orange, or brown wires contacted the metal braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have resulted in the alarms and pump stops that were confirmed through the submitted log file. Similar events would have occurred if the exposed conductors of two or more wires of different phases contacted the braided shield simultaneously or if the exposed conductors contacted each other while the patient was connected to battery power or to the power module with an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No additional related issues have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook rev. C is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.